Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon attempted to impact poly into baseplate. It seated posteriorly and the anterior locking ring was bent, preventing poly from locking into place. Surgeon removed defective poly and replaced it with a new poly of same size."